Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "the locking screw continued to turn without locking. Once the screw was removed, a debris was found. Other screw was used after that and the surgery was finished without any other problems."

Manufacturer narrative:
The reported event could be confirmed. The returned locking screw was inspected under a microscope. The thread below the screw head which is intended to lock the screw in the plate, shows plastic deformation which could explain the loss of the angular locking ability. Some portions of the crest of the thread flank have separated / have sheared off under significant force. The damage pattern suggests high force application during locking attempts. The t10 recess has clearly visible deformations, which also indicates that the screw was exposed to high forces. The inspection has also shown that the first four thread flanks of the shaft thread are totally flattened, which indicates an excessive contact between the screw and another device, either the plate or an already inserted screw. Related to our post market surveillance activities a potential non-conformity report (nc) was initiated to address similar events related to the variaax2 locking feature. The deep investigation of the nc revealed that the application of over torque during insertion was the root cause of the event. This leads to the damage of the smart lock technology below the head. As a reminder, the operative technique clearly states that the proper use of the screw should prevent this deformation from happening: ¿caution with the use of variable speed power systems, the surgeon should initially reduce the power to the lowest setting. Final tightening of the screw should be performed by hand to avoid damaging the screw-plate interface¿ however, although no product related issue could be detected a preventive action (CAPA) was nonetheless opened to make the design more robust against a potential over tightening by the user. A review of the device history for the reported lot did not indicate any abnormalities. No deviation from the specifications was noted. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by over tightening of the locking screw in the final position, which did lead to a deformation of the locking thread. The damaged thread at the forefront of the screw may also have played a certain role as this damage that was caused by a contact with another device made an additional effort necessary to insert the screw. If any further substantial information is provided, the investigation report will be updated.

Event description:
As reported: "the locking screw continued to turn without locking. Once the screw was removed, a debris was found. Other screw was used after that and the surgery was finished without any other problems."